Manufacturer narrative:
Belt sn (B)(4) was returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment event and patient passing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Monitor sn (B)(4) was returned to zmc and the evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient passing.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 around 1:49 am while wearing the lifevest. The patient's niece, a nurse, reported that the lifevest treated the patient. The patient was reportedly in asystole and she performed CPR until ems arrived and took over the resuscitation efforts. The patient's niece reported that the device was alarming prompting bystanders to stand back. The patient was at home, unconscious, and no longer breathing, at the time of the event. Clinical review of the download data, indicates that the patient received an inappropriate treatment shock. The device detected an arrhythmia at 12:09:21 am while the patient was in asystole. At 12:10:31 am, the lifevest delivered a treatment shock while the patient was in asystole with CPR artifact. The post-shock rhythm was asystole with CPR artifact. Between 12:11:44 am and 12:14:15 am, the patient can be seen in asystole with CPR artifact. The electrode belt was disconnected at 12:26:02 am and further monitoring of the patient was not possible. The response buttons were not pressed during the treatment event. CPR artifact contributed to the false detection. The patient subsequently passed away on (B)(6) 2019. There is no evidence to suggest that the lifevest caused or contributed to the patient's death, as the patient was already in a non-treatable, non-life sustaining rhythm. The initial life threatening rhythm detected was asystole.